Manufacturer narrative:
No pt involvement was reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No patient involvement was reported.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device history records review was completed for part#: 03.812.003, lot#: 8959887. Manufacturing location: (B)(4), manufacturing date: jul 16, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that during the checkup of instruments (before starting the operation), it was found that the reported implant holder shaft was broken. The broken section is on the opposite side of finger-like catchers of the shaft. Because of this defect, the holder shaft and the holder handle could not be interacted properly. No harm to patient or delay in surgery reported. This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device was received in a used condition. The knob at the end of the shaft is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the hardness and the diameter next to the breaking point have been measured. Both results are within specification. Therefore a manufacturing related issue can be excluded. The breakage of the applicator inner shaft has been caused due to high mechanical force which was applied during use. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.